Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device shows the threaded tip of the hex bolt was fractured off. The hex bolt head portion remains in the device. The strike plate and handle show signs of use. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery the inserter¿s threads were found to be damaged. The instrument was still able to be used to complete the surgery. No adverse events were reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.